Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure. The exact procedure date was unknown. During preparation, it was noticed that the ligator shrink wrap was difficult to remove. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a150207 captures the reportable event of shrink wrap was difficult to remove.